Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.

Event description:
A report from (B)(4) for an event in (B)(6) as follows: radial plate 04.115.131 was implanted and after using the drill guide (03.110.000) and 1.8mm drill bit (310.509), 2x 2.4mm locking screws (8mm) were inserted into the most distal plate holes using a 0.8nm torque limiter and screwdriver. Both screws were able to be advanced down through the plate causing the locking holes to deform. At this point the surgeon ceased advancing the screw, such that the torque limiter never ratcheted. A subsequent 2.4mm locking screw was implanted in the most proximal hole of the plate which performed as expected. This is report 1 of 5 for complaint (B)(4).